Event description:
Patient presented for treatment of external carotid artery (eca), external jugular vein (ejv), and retromandibular arteriovenous fistula. Doing endovascular coiling of the fistulous venous pouch, the delivery wire fractured and multiple attempts to retrieve were unsuccessful. The distal end of the wire was seen in the right common femoral artery (cfa). The patient takes aspirin as her single home medication and was instructed to continue taking this. The procedure was completed and the fistula successfully disconnected. The patient is currently in recovery.